Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on an unknown date. Approximately two months prior to the current report, spaceoar vue was implanted, the patient also underwent brachytherapy and had fiducial markers placed. Following the procedure, approximately two months after, the patient presented to the emergency room with complaints of pain, rectal bleeding, and rectal pressure. Subsequently, a computerized tomography (CT) scan was conducted, revealing the presence of proctitis and the possibility of the spaceoar vue being within the rectal wall. Prior to this incident, the patient experienced urinary issues and had no issues with the brachytherapy. The patient had just begun external beam radiation therapy when the emergency room visit occurred. It was also reported that the physician decided to discontinue the radiation therapy as they are resting the bowels and giving the patient antibiotics.boston scientific has been unable to obtain additional details of the patient outcome, despite the good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event of june 6, 2023.block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Imdrf patient code e2330 pain is being used to capture the reportable event of pain.